Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported to technical support they were unable to calibrate the bicarb pump of a 2008t machine. The bmt mentioned that, after concluding the technical support call, they discovered that the old actuator board was emitting smoke and showing signs of burn damage. The bmt stated that they replaced the actuator board earlier this morning; however, they have not had the opportunity to verify the machine's functionality at this time. It was confirmed there was no patient involved, harm or adverse events reported with this incident. The machine has been out of service for over a year and is currently stored in the warehouse.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A biomedical technician (bmt) reported to technical support they were unable to calibrate the bicarb pump of a 2008t machine. The bmt mentioned that, after concluding the technical support call, they discovered that the old actuator board was emitting smoke and showing signs of burn damage. The bmt stated that they replaced the actuator board earlier this morning; however, they have not had the opportunity to verify the machine's functionality at this time. It was confirmed there was no patient involved, harm or adverse events reported with this incident. The machine has been out of service for over a year and is currently stored in the warehouse.